Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory for evaluation on 14jul2021. An investigation was initiated on 09/15/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact, no visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. Based on the returned condition of the device and the evaluation results, the reported failure "connection problem," was not confirmed.

Event description:
N/a

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Additional complaint record has been created due to unrelated failure mode (s) tw ID (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using 7mm extended length endoscope, the or resources coordinator in central sterile processing received an endoscope from the cvor after the surgical team had complaints about the endoscope. According to the surgical team, the adapter piece that allows the light cord to attach to the endoscope has also become loose. The adapter piece will screw on tight but will easily loosen while the endoscope is being used. Due to these defects, it was decided that the endoscope should be removed from use. No injury occurred to due to defect.